Event description:
It was reported thta during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 95% stenosed lesion was located in the moderately calcified, severely tortuous, distal diagonal (dx) artery. The physoician attempted to direct stent with a taxus liberte 2.75x20mm drug eluting stent, but was unable to cross the lesion, the physician moved the guide catheter to the distal part of the vessel to obtain more support and tried again to cross the lesion multiple times. At this point the shaft became kinked and was completely removed from the pt. The shaft then broke at the proxiaml level and the procedure was completed with another taxus stent. Another 3 taxus stents were deployed at the proximal, and mid dx and the proximal right coronary artery (rca). No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.